Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc experienced needle retraction failure during use.

Manufacturer narrative:
H.6. Investigation summary: DHR: lot number was built on afa line 9 from (B)(6)2018 through (B)(6)2018 and packaged on pkg. Line 11 from (B)(6)2018 through (B)(6)2018 for the quantity of 304,610 ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans and specifications. There were no indications of the alleged defect as not reject findings were disclosed during the build of this lot. Observations and/or testing; was not conducted because no units (samples) or photos were provided for this incident for the alleged defect of needle retraction failure. Relationship of device to the reported incident: indeterminate - no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc experienced needle retraction failure during use.